Event description:
The pt experienced a shocking/jolting sensation and possible intermittent stimulation after being hit by a cart. Impedance measurements were reported to be okay. Additional information was requested.

Manufacturer narrative:
(B)(4).